Manufacturer narrative:
Section a4, a5 and a6: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A complaint was reported for a 43-year-old female patient who underwent cataract surgery with implantation of a puresee iol in the right eye. Postoperatively, approximately 1.0 diopter of residual astigmatism remained uncorrected, reportedly impacting the patient's daily activities. An iol exchange was subsequently performed. The event was identified following the initial implantation procedure. No additional information regarding the cause of the residual astigmatism, patient outcome, or device performance was provided. No further information is available.